Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging a power issue with the pump. The reporter claimed that the pump had no power. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible battery compartment or battery cap damage. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 12/18/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed there was one power on reset observed in the black box. There was no damage observed to the battery compartment. The battery cap was not returned. A test battery cap was able to fully tighten and power up the pump. The pump powers on with vibratory and audible sounds. The pump was exercised for 24 hours with the test battery cap and no power interruptions occurred during this time. The power complaint was verified in the history but could not be duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.